Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the unit was repaired by a trained customer. The customer confirmed that the unit passed the functional tests and ready for clinical use. H3 other text: not returned to manufacturer.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The staff had to switch to another unit. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.